Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient was experiencing erratic stimulation. Further investigation revealed that use of the magnet does not stop the erratic stimulation. Diagnostics testing is within normal limits. The physician also indicated the vns device has remained programmed to deliver therapy because the stimulation is not causing discomfort to the patient. X-ray are planned.